Manufacturer narrative:
Additional information h2, h3, h4, h6 investigation conclusion the customer stated the tubing that is attached to the bag comes out once the liquid is in the tubing. The report refers to product code 765100, joey cross spike feed & flush, with lot number 200410167, manufactured on 11-feb-2021. A device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. A total of twenty five (25) samples were returned for evaluation. Visual inspection and functional testing performed determined the devices met specification and no failures were found. On the basis of the investigation results, additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the tubing that is attached to the bag comes out once liquid is in the tubing.